Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) plates were contaminated. There was no report of patient impact. Quantity of affected plates is 14. No confirmatory testing reported. The following information was provided by the initial reporter: it was reported by the customer that there is contamination.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) plates were contaminated. There was no report of patient impact. Quantity of affected plates is 14. No confirmatory testing reported. The following information was provided by the initial reporter: it was reported by the customer that there is contamination.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2146065 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 2146065. Retention samples from batch 2146065 were not available for inspection. Fifty plates from batch 2146065 were returned as five unopened sleeves shipped in a box with paper padding. Plates were inspected and 5/50 plates had surface bacterial growth (time stamps 1334, 1335, 1355 and 1535). One affected plate was submitted to the ID lab and pseudomonas fluorescens was identified. Two photos also were received for investigation. One photo shows the bottom of a plate from batch 2146065 (time stamp 1235). The other photo shows the agar surface of an opened plate with a surface colony. This complaint can be confirmed for contamination. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. H3 other text : see h.10.